Event description:
During examination of the hollister ostomy bag 3778, it was noticed that the small clear beads on the inside of the bag broke off. The bag was replaced. This is not the first time this has happened. In previous events ((B)(4) 2011) the plastic piece migrated into the stoma. Despite manufacturer's claims to be improving the product, it is still problematic.======================manufacturer response for ostomy bag, hollister 3778 (per site reporter)======================the manufacture has been aware for some time of the problem. It was initially reported for (B)(4) 2011 event was filed. We continue to be in contact with them, and alert them that we are still having problems.